Event description:
An implant warranty and registration form was received for the patient's full revision. The lead was replaced due to the reported high impedance and the generator was replaced prophylactically. The patient's replacement surgery facility is a facility that is known to discard products after surgery and is a no return site, and no devices have been received to date. No additional relevant information has been received to date.

Event description:
A report was received that a patient has high lead impedance and will be seeing a neurosurgeon. Though surgery is likely, no surgical intervention has been reported to date. No additional relevant information has been received to date.